Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Reporter alleged obtaining the results of hi (greater than 600 mg/dl) and 179 mg/dl back to back within 10 minutes on the aviva system. Reporter stated that she took medication and ate her dinner after the results. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product. Reporter stated that she no longer had the strips, so no product will be returned for evaluation.